Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems.the initial results of 5.5mmol/l and 6.1mmol/l were reported out of the lab.the physician questioned the results and requested the samples to be re-tested.the re-peated results were lower (4.5 and 5.8mmol/l, respecively), and amended reports were issued.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the ion selective electrode (ise) system calibrated and all ise qc results were within the lab's e stablished ranges.the optional flow cell cleaning procedure which was sent to all customers in july 2008 was not instituted by the customer. Hotline recommended that the customer use the optional flow cell cleaning procedure.a field service engineer (fse) was dispatched: the fse decontaminated the flow cell and trained the user on ise and cartidge chemistries (cc) sample probe maintenance.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.